Event description:
Suspected atrial undersensing. Potential patient (B)(6) dob: (B)(6) 1939, nurse reported no ID card or serial listed in the patient's chart. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).